Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a skin irritation under the rear therapy electrode pads. The areas were described as red pustules with secretions. During a follow up, the patient reported that the irritation had improved with the use of a cortisone ointment provided by his dermatologist.